Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, upon interrogation, it was noted that the left ventricular (lv) lead exhibited phrenic nerve stimulation. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.